Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed unexpected restart last week; the battery was changed last week but today the device had a blank display anomaly. The patient's blood glucose at the time of incident was 187 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return; a constant tone appeared. The customer mentioned that the device would originally press a button and the display would come on. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with frozen display and constant tone due to faulty component on the mother board however, after replacing faulty the faulty component the insulin pump passed a21 error test. The insulin pump also was missing segments due to cracked zebra connector at the lcd board. No unexpected restart or a21 alarms noted. No blank display anomalies noted. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.